Event description:
It was reported that a patient underwent an abdominoplasty procedure on (B)(6) 2009 and suture was used. It was reported that the patient did not heal properly and returned to the hospital on (B)(6) 2009 in a near quadriplegic state. The patient was found to have an epidural abscess of the cervical, upper thoracic, and lower thoracic spine for which the patient underwent a cervical and thoracic laminectomy on (B)(6) 2009. The doctor performed an excision of a fistula of the umbilicus on (B)(6) 2009. The doctor than performed an excision of a fistula tract of the abdomen on (B)(6) 2009. It is reported that the patient has required multiple medical procedures for the non healing wound and removal of the sutures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2012-01189. The same patient is represented in each medwatch.